Event description:
It was reported to philips that the system failed to boot up successfully. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and found that the system failed to boot up successfully. The fse performed diagnostics of the system and found that the power supply to hard disk drive (hdd) slot 1 of host pc was non-existent. The fse restored the power supply to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.